Event description:
After implant, this pacemaker and right ventricular (rv) lead exhibited an increase in pacing impedances and loss of capture (loc) which resulted in sycopal episodes greater than two seconds. The lead was repositioned and the issue was resolved. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.